Event description:
A journal article was received entitled: titanium elastic nails for pediatric femur fractures: a multicenter study of early results with analysis of complications. Authors: flynn j.m., hresko t., reynolds r.a.k., blasier r.d., davidson r., kasser j. Source: journal of pediatric orthopaedics. 2001 ; 21 (1) :4-8. This article is based on a multicenter study of pediatric femur fractures that included 57 pediatric patients with 40 of the cases sustaining high energy femur fractures. The mean age of the patients was 9.5 years (range 4-16 years). The patients femoral shaft fractures were stabilized using titanium elastic nails (tens)synthes. Subsequently, status post tens implant, 6 diagnoses of 5-10 degree malalignment, 6 diagnoses of 1-2cm leg length inequality, 4 diagnoses of soft tissue irritation by prominent nail, 1 diagnosis of refracture after nail removal, 1 diagnosis of nail backout, 1 diagnosis of 20 degrees varus malalignment. One 11 year female had 7 degrees of varus status post 20 months nail removal. One 14 year old male complained of pain after a fall in which subsequent radiographs revealed an angulation through the fracture. A revision of tens was implemented with satisfactory results. This report is for two tens nails used in all 58 cases, 57 patients. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2001 ; 21 (1) : 4-8. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.